Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported to the MFR by the vad coordinator, that the pt was admitted to the hosp due to "erratic" pump rates and "funny noises". The vad coordinator reported excessive amount of motor dust had been collecting on the vent filters for approximately two weeks previous to this event. Also approximately two weeks ago, the vad coordinator had asked the MFR what to do in the circumstance of pump failure. The MFR told the vad coordinator, to have the ip console with the stroke volume limiter close to the pt as a back up. No other contact was made to the MFR from the vad coordinator on this event, until the day after the pt had expired, so no immediate troubleshooting could be recommended. The vad coordinator also reported to the MFR, the cause of death was presumed to be a cerebral embolic event. The device is being returned to the MFR for analysis.